Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed stated to baxter customer service that the failure occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, medication involved, tubing product code, infusion rate or set up of the infusion device.